Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on 05/31/2016 with the following findings: during a visual inspection of the pump, no damage was found to the pump casing or battery cap. The cap secured properly to the pump to maintain power. During testing, the pump powered on with audible tones and vibration; however, the display screen remained blank. The pump case was removed, and no intermittent conditions were found. Further technical analysis revealed an unrelated eeprom failure. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump lost power. This complaint was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.